Event description:
The customer reported that the device had a device error and svc device message. It was also reported that the device would charge, but not discharge in manual mode or in opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device had a device error and svc device message. It was also reported that the device would charge but not discharge in manual mode or in opcheck. There was no reported pt involvement. Philips evaluated the device and confirmed the issue. The therapy pca was replaced to resolve the issue. All performance assurance tests passed and the device was sent back to the customer for use. We will consider this a malfunction of the therapy pca that caused the device to not discharge in manual mode or opcheck.